Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery (B)(6) 2018 and presented on (B)(6) 2018 with a corneal abrasion in the right eye. The patient experienced loss of best corrected visual acuity (bcva), and the patient described pain and blur, that was interfering with daily activities. No treatment was indicated on initial report to johnson & johnson. Upon follow up with the surgeon, they replied on (B)(6) 2018 that the patient was treated with bandage contact lens, and gatifloxacin/prednisolone acetate and artificial tears. The abrasion healed within 5 days. The patient had a recurrence of the corneal erosion on (B)(6) 2018. The abrasion was discovered on (B)(6) 2018, a bandage contact lens was placed on that day. Medication prescribed was a prednisolone-gatifloxacin combination drop to be used four times a day, also non-preserved artificial tears every 1-2 hours. Follow up on (B)(6) 2018 showed that the abrasion had healed, but there were vesicles underneath the contact lens so the bandage contact lens was kept on 2 more weeks. The prednisolone-gatifloxacin drop to twice a day and artificial tears every 3 hours. Follow up on (B)(6) 2018 showed that there were still vesicles and edema after bandage contact lens removal. The contact lens was replaced with a new one and the surgery center changed the medication regimen to polytrim 3 times a day od, and artificial tears every 1-2 hours. Bcva on (B)(6) 2018: right eye pre op - 20/20 -1.00 0.00 x 90, left eye pre op - 20/20 -1.25 0.00 x 90. Bcva on (B)(6) 2018: right eye post op : 20/100 0.00 0.00 x 90, left eye post op : 20/30 0.00 0.00 x 90.